Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (check electrode belt messages) was confirmed. The monitor was unable to detect a cardiac signal during initial testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The nurse practitioner of (B)(6) male patient called zoll customer support to report that the patient was receiving check electrode belt alarms. The patient was issued a replacement monitor.